Event description:
The user facility reported that the device had a black material in the package during a product check. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
Product discarded.

Event description:
The user facility reported that the device had a black material in the package during a product check. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.